Event description:
On (B)(6) 2025, a patient underwent port placement procedure, during a venous port implantation preparation phase under local anesthesia for a patient diagnosed with esophageal cancer and scheduled for chemotherapy, a 1 mm tear was identified approximately 10.3 cm along the catheter line during intraoperative flushing, resulting in visible fluid leakage. The tear was not caused by sharp instruments or other objects. The original venous port was removed. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported fracture and fluid leak as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestream products that are cleared in the us. The pro code and 510 k number for the lifestream products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, during a venous port implantation procedure under local anesthesia for a patient diagnosed with esophageal cancer and scheduled for chemotherapy, a 1 mm tear was identified approximately 10.3 cm along the catheter line during intraoperative flushing, resulting in visible fluid leakage. The tear was not caused by sharp instruments or other objects. The original venous port was removed. The procedure was completed using another device. There was no reported patient injury.